Manufacturer narrative:
Device evaluation code method, result and conclusion. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ve ntilator generated an alarm and switched to back up ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed reported issue in memory . The sp replaced the inspiratory flow module (ifm) printed circuit board (pcb). The ventilator passed all testd and calibrations per manufacturer specifications at the time of service. One ifm pcb was received for failure analysis. The returned part was attached to the failure investigation test ventilator for analysis. The ventilator powered up normally and no errors were recorded in the diagnostic logs. There was no malfunction or product deficiency identified. The replaced component resolved the issue in the field; however, the returned component (ifm pcb) was analyzed and tested satisfactorily. With the information available a likely cause could not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic (B)(6) has received the suspect device/component from the customer for evaluation. Patient information cannot be provided due to the restriction by the (B)(6) privacy regulation. .

Event description:
It was reported that while in use on a patient this 980 ventilator generated an alarm and switched to back up ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.